Event description:
As part of an arthroscopic rotator cuff repair the electrode tip was peri-interventional fallen of into the surgical site. The discovery of the electrode tip was possible only through extraordinary aid of x-ray. The tip could be recovered arthroscopically in the course of the surgery by expanding the incision. The surgery time was expanded for almost an hour. The procedure was completed with same like product.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device appears to be in a used condition and shows evidence of activation around the ceramic. The active tip is missing from the distal assembly. The active tip was removed from the patient and was returned for evaluation. The tip appears to have eroded during use. It can be seen that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This complaint can be confirmed. This failure is being investigated under a supplier CAPA. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically and this event is being investigated under the CAPA system. A batch record review has been conducted for this lot of pieces that were manufactured and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
As part of an arthroscopic rotator cuff repair the electrode tip was peri-interventional fallen of into the surgical site. The discovery of the electrode tip was possible only through extraordinary aid of x-ray. The tip could be recovered arthroscopically in the course of the surgery by expanding the incision. The surgery time was expanded for almost an hour. The procedure was completed with same like product.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
As part of an arthroscopic rotator cuff repair the electrode tip was periinterventional fallen of into the surgical site. The discovery of the electrode tip was possible only through extraordinary aid of x-ray. The tip could be recovered arthroscopically in the course of the surgery by expanding the incision. The surgery time was expanded for almost an hour. The procedure was completed with same like product.